Event description:
Follow up on this matter found that effective stimulation has been restored for the patient.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was not receiving effective stimulation coverage. Surgical intervention was undertaken to revise the location of the patient's lead. Efforts to obtain adequate therapy coverage will continue via post-operative programming.